Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was 140-160 mg/dl. Ultimately, a replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.